Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received in good condition. The instrument corresponds to drawings and processes according to manufacturing requirements. Discoloration was not found on the instrument. Measurable dimensions were found within tolerance. A review od the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Event description:
It was reported that the instrument resin handles are leaching brown from the handle. This is 2 of 10 for the same event.